Manufacturer narrative:
Device not returned.

Event description:
Reportedly pt expired, due to unk reasons. Unk if pt death is device related. Date of pt's date and implant duration is unk. Pt also had a t08050c50 implanted in 2005. Info learned from implant pt registry.